Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had a skin irritation under the therapy electrodes. The area was described as itchy with small pustules. Multiple attempts to follow up with the patient on the condition of the irritation were unsuccessful. The final medical outcome of the irritation is unknown. There is no indication that the patient sought medical attention.